Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 27-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleed heavily every day") in a 28-year-old female patient who had essure (batch no. C55831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and gravida ii. Concurrent conditions included hemorrhoids, irritable bowel syndrome, dysfunctional uterine bleeding, infection, menses irregular, nausea, loss of energy, loss of libido, metrorrhagia and adenomyosis. Concomitant products included estrogen nos (estrogen) and medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp shooting pains on each side, cramping horribly"), headache ("headaches"), pyrexia ("fevers"), fatigue ("tired all the time"), asthenia ("no energy") and procedural pain ("procedure it self was horrible and she was in tears on the table because it hurt so bad"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-tah). Essure was removed. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, headache, pyrexia, fatigue, asthenia, procedural pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, procedural pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion details: the 1st device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope ,and inserted into the r tubal ostium. Trailing coils in uterus: 2. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, headaches, dysmenorrhoea . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, dysmenorrhea (cramping) were added. New reporter, patient information, lot number, concomitant medication, historical and concomitant condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 29-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleed heavily every day") in a 28-year-old female patient who had essure (batch no. C55831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3 and gravida ii. Concurrent conditions included hemorrhoids, irritable bowel syndrome, dysfunctional uterine bleeding, infection, menses irregular, nausea, loss of energy, loss of libido, metrorrhagia and adenomyosis. Concomitant products included estrogen nos (estrogen) and medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp shooting pains on each side, cramping horribly"), headache ("headaches"), pyrexia ("fevers"), fatigue ("tired all the time"), asthenia ("no energy") and procedural pain ("procedure it self was horrible and she was in tears on the table because it hurt so bad"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-tah). Essure was removed. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal pain, headache, pyrexia, fatigue, asthenia, procedural pain, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, procedural pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion details: the 1st device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope ,and inserted into the r tubal ostium. Trailing coils in uterus: 2. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, headaches, dysmenorrhoea . Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 03-nov-2015. The most recent information was received on 03-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 28-year-old female patient who had essure (batch no: c55831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and gravida ii. Concurrent conditions included hemorrhoids, irritable bowel syndrome, dysfunctional uterine bleeding, infection, menses irregular, nausea, loss of energy, loss of libido, metrorrhagia and adenomyosis. Concomitant products included buspirone hydrochloride (buspiron), escitalopram, estradiol (estrogen), ethinylestradiol; norgestimate (sprintec), medroxyprogesterone acetate (depo provera), naproxen, naproxen sodium (anaprox), nsaids, oxycodone hydrochloride; paracetamol (percocet) and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("bleed heavily every day"), abdominal pain ("sharp shooting pains on each side, cramping horribly"), headache ("headaches"), pyrexia ("fevers"), fatigue ("tired all the time"), asthenia ("no energy") and procedural pain ("procedure it self was horrible and she was in tears on the table because it hurt so bad"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraine") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-tah). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the headache, pyrexia, fatigue, asthenia, procedural pain, menstrual disorder, depression, anxiety, dysmenorrhoea, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion details: the 1st device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope, and inserted into the r tubal ostium. Trailing coils in uterus: 2. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, headaches, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-jun-2020: pfs received events "migraines and dyspareunia (painful sexual intercourse)" were added. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) female patient who had essure (batch no. C55831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and gravida ii. Concurrent conditions included hemorrhoids, irritable bowel syndrome, dysfunctional uterine bleeding, infection, menses irregular, nausea, loss of energy, loss of libido, metrorrhagia and adenomyosis. Concomitant products included estradiol (estrogen) and medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("bleed heavily every day"), abdominal pain ("sharp shooting pains on each side, cramping horribly"), headache ("headaches"), pyrexia ("fevers"), fatigue ("tired all the time"), asthenia ("no energy") and procedural pain ("procedure it self was horrible and she was in tears on the table because it hurt so bad"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy-tah). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the headache, pyrexia, fatigue, asthenia, procedural pain, menstrual disorder, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, procedural pain, pyrexia and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Insertion details: the 1st device was loaded through the operating channel of hysteroscope, and inserted into the l tubal ostium. Trailing coils in uterus: 3. The 2nd device was loaded through the operating channel of hysteroscope ,and inserted into the r tubal ostium. Trailing coils in uterus: 2. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, headaches, dysmenorrhoea quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for pain and abnormal bleeding added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-2536) on 03-nov-2015. The most recent information was received on 14-sep-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("bleed heavily every day") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("sharp shooting pains on each side, cramping horribly"), headache ("headaches"), pyrexia ("fevers"), fatigue ("tired all the time"), asthenia ("no energy") and procedural pain ("procedure it self was horrible and she was in tears on the table because it hurt so bad"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache, pyrexia, fatigue, asthenia, procedural pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, asthenia, fatigue, genital haemorrhage, headache, menstrual disorder, pelvic pain, procedural pain and pyrexia to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-sep-2017: summons received: reporter information updated, lawyer added as reporter. Essure indication as permanent contraception added. Events menstruation issues and severe pelvic pain were added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.